Manufacturer narrative:
On 01/13/2016 01:47 pm (gmt-5:00) added by (B)(6): the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extracorporeal tubing was occluded with blood. The pressure tubing was also returned. No kinks were found on the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1.02cm from the rear seal measuring approximately .25cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. However we were unable to confirm the difficulty to monitor balloon waveform. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
(B)(6) 2015 09:06 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been received by maquet cardiovascular. It is currently undergoing sanitization. A supplemental report will be submitted when the evaluation is complete.

Event description:
Blood detected in the gas lumen. Indication for iabp cardiogenic shock. The customer reported a patient experienced sequela thrombosed pseudoaneurysm. Inserted in the cath lab into right femoral- under fluro. Iabp alarmed and the nurse looked up and the blood was all the way up the tubing to the iabp. Biomed was called and pump put aside for them to take it, the customer went on to clarify the event : not sure what the alarm was. There was no death. The patient did have a thrombosed pseudoaneurysm that occurred after removal.